Event description:
It was reported that the device had recorded an asystole episode, and appeared the recording may have been triggered inappropriately. The signal looked to be saturated for a few seconds. It was also noted that the patient has had chronic undersensing. No changes will be made for the undersensing. The patient condition is good and will continue to be monitored.